Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant nitrite results for one patient sample tested with combur 10 m test strips on a cobas u 411 analyzer. The reporter suspects the uroberry medication the patient was taking interfered with the test method. The sample initially resulted with a positive nitrite value accompanied by a data flag when tested on the u 411 analyzer. The sample was repeated on the u 411 analyzer, resulting with a negative nitrite value. The sample was also tested manually using a competitor urine test strip (spinreact) and the nitrite result was positive. The u 411 analyzer serial number is (B)(4).

Manufacturer narrative:
The retention material of lot 41516500 was measured on a retention cobas u411 and also checked by visual reading with native urine and a nitrite dilution series. The retention material showed no false positive results and fulfilled requirements.